Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, when the proglide device was removed, tissue was attached and bleeding continued. It was reported that there was no vessel damage. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.